Event description:
It was reported the patient died post supera stent implant due to uncontrolled bleeding from a perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effects of death, perforation and hemorrhagic event, are listed in the supera peripheral stent systems instructions for use, as potential adverse events. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. A conclusive cause for the reported hemorrhage/blood loss/bleeding and perforation of vessels, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: date of death estimated as (B)(6) 2025. B3: date of procedure estimated as (B)(6) 2025. D4: the UDI number is not known as the part and lot number were not provided. D6a: date of implant estimated as (B)(6) 2025.